Manufacturer narrative:
Sections d9 and h3 were updated. The customer's strips were received for investigation. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from two accuchek inform ii meters. On (B)(6) 2025 at 4:12 p.m., the result from meter uu14406132 was 21.3 mmol/l. At 4:13 p.m., the result from meter uu14406132 was 11.5 mmol/l. At 4:16 p.m., the result from meter uu14406171 result was 6.9 mmol/l. The result of 6.9 mmol/l was deemed correct.